Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified.

Event description:
This rv lead dislodged which resulted in inappropriate shock delivery. The rv lead was repositioned and remains implanted. Should additional information be received, this file will be updated.